Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be the user had set the tidal total ultrafiltration removal too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the labeling for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle twelve. The patient's ultrafiltration reading was 2142ml, indicating the home patient (hp) drained 1442ml more than their maximum programmed fill volume of 2000ml. No additional information is available.